Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 16nov2018. International UDI: (B)(4). Philip's international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
It was reported that during periodic maintenance, there was an operation failure of the touchscreen. There was no patient involvement.